Manufacturer narrative:
On (B)(6) 2017, a revision surgery was performed due to the possibility of armd, and the above devices in use were replaced with new devices (part#: unk) the surgeon commented that a taper portion of the stem neck was worn and got black. He requested us to investigate how much the portions were worn between the stem neck and head, and between the head and metal liner, respectively. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2009, a primary tha (mom) surgery was performed using the following devices. Ultamet neutral 28mmidx46mmod (part#121889146); s-rom(a) std neck30 18x12x135 std (part#900533210); elite mom head 28mm +0 (part#962701100). On (B)(6) 2017, a revision surgery was performed due to the possibility of armd, and the above devices in use were replaced with new devices (part#: unk). The surgeon commented that a taper portion of the stem neck was worn and got black. He requested us to investigate how much the portions were worn between the stem neck and head, and between the head and metal liner, respectively.